Event description:
The user facility reported a water drip. No injuries were reported. No procedures were delayed or cancelled. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the equipment and observed the water supply was on; the processor was still in use. The technician also observed a slow water drip at the uv light inlet port. The uv light is installed to the side of the floor cabinet. The technician observed three towels placed under the uv light. Two were wet, and one was dry. No water was observed in the walkway. The technician unthreaded the urethane hose 90 degree fitting installed to the uv inlet port, and found a cut rubber washer, due to over-tightening during the last service event. The service technician replaced the rubber washer, ran diagnostic and processing cycles and found the unit operational. The unit was returned to service. The service technician was cautioned not to over-tighten the fittings.